Event description:
It was reported that the patient presented to the hospital after receiving notifier alert. Device interrogation revealed increased lead impedance. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.